Manufacturer narrative:
The test strips have all been used and no product is expected to be returned. If a product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek vantus meter with serial number (B)(4) compared to a sysmex 2500 siemens-dade innovin reagent laboratory method. The reporter stated that she experienced increased heart rate and had to go to the emergency room. She tested on the meter on the way to the emergency room. The meter result at 9:49 pm was 3.7 inr. The laboratory result at approximately 10:49 pm was 2.8 inr. The reporter stated that she was not treated for the inr. She was not admitted and was released from the emergency room. The reporter further stated that according to the physician, the meter or meter result was not the cause of the "a-fib" or the emergency room consultation. The therapeutic range is 2.5 to 3.5 inr and testing is performed every week or as needed.